Event description:
Approx 15 to 20 days following a c-section, the pt developed an infection and was treated by an antibiotic. No additional postoperative complications were reported. No additional details were available.